Manufacturer narrative:
Other, other text: d10 and h6 evaluation, health impact, and conclusion codes: updated device evaluation: one device and one photo were returned for investigation. Upon visual inspection, a hole was detected in the notch of the inflation line entrance. The sample passed functional testing. The hole in the notch did not cause leakage in the line, inflation channel or in the cuff. The failure mode confirmed was a hole in the tube. Based on the analysis conducted in the sample provided, failure mode was confirmed in the notch, this condition could be affected the cuff inflation, but the sample passed the leak test. Therefore, according to the occurrence for hole in the notch condition could be caused by an incorrect equipment set-up. No lot number was provided, therefor no device history review (DHR) could be completed. Customer complaint notification was performed to operations personnel as awareness to failure mode reported.

Event description:
It was reported that the patient returned to the ICU from the theatre with a leaking cuff. A trach change was done to resolve the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.